Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting and migration of the filter. Additionally, the filter is embedded and unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt, embedded and migration could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting and migration of the filter. Additionally, the filter is embedded and unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of morbid obesity, deep vein thrombosis and pulmonary embolism. The filter was implanted prior to a scheduled gastric bypass procedure. The filter was deployed via the right femoral vein. It was placed at the l2-l3 level. The patient tolerated the procedure well.   The medical records state that the patient "failed to return in a timely fashion to plan for filter retrieval." Four months and two weeks after the index procedure there was an unsuccessful attempt to remove the permanent filter. It was noted that the filter was clearly fibrosed and the filter was not able to be removed. A later computed tomography (CT) scan performed for evaluation of the filter reported tilt and migration. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, occlusion of the inferior vena cava, tilting of the filter and migration of the filter other than to the heart. Additionally, the filter is embedded into the wall of the inferior vena cava and was unable to be removed. These reported events have caused the patient to experience emotional distress, mental anguish, anxiety and stress. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting and migration of the filter, additionally, the filter is embedded and unable to be removed. The patient also reports to have experienced blood clots, clotting, occlusion of the inferior vena cava (ivc) and that these events have caused the patient to experience emotional distress, mental anguish, anxiety and stress. The indication of the filter implant was prophylactically prior to gastric by pass surgery in a patient with a history of deep vein thrombosis and pulmonary embolism. The filter was placed via the right common femoral vein and satisfactorily deployed at the level of l2-l3. The patient is reported to have tolerated the procedure well and there were no reported complications. The medical record from the retrieval attempt approximately four and a half months post implant, note that the patient failed to return in a timely fashion to plan for filter retrieval. The patient wanted to proceed with the removal attempt even after being informed that it was likely going to be challenging given the fact that it was beyond two months in situ. During the procedure a snare was advanced to the filter under fluoroscopic guidance and numerous attempts were made to mobilize the filter. On several occasions the filter was grabbed, but mobilization proved impossible as it was clearly fibrosed, the procedure was then stopped. There were no reported complications and the patient was transported to the recovery room in good condition. At some point post implant, a computed tomography (CT) scan, performed for evaluation of the filter reported tilt and migration. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt, embedded and migration could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the reported tilt and migration were observed before or after the retrieval attempt. Blood clots, clotting and/or occlusion related to clotting do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section d2 (product code).

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of morbid obesity, deep vein thrombosis and pulmonary embolism. The filter was implanted prior to a scheduled gastric bypass procedure. The filter was deployed via the right femoral vein. It was placed at the l2-l3 level. The patient tolerated the procedure well. The medical records state that the patient "failed to return in a timely fashion to plan for filter retrieval." Four months and two weeks after the index procedure there was an unsuccessful attempt to remove the permanent filter. It was noted that the filter was clearly fibrosed and the filter was not able to be removed. A later computed tomography (CT) scan performed for evaluation of the filter reported tilt and migration. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, occlusion of the inferior vena cava, tilting of the filter and migration of the filter other than to the heart. Additionally, the filter is embedded into the wall of the inferior vena cava and was unable to be removed. These reported events have caused the patient to experience emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.